Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal. An RMA was authorized for sensor for further investigation.

Manufacturer narrative:
The user started receiving frequent glucose suspend alert on (B)(6) 2025, day 132 after insertion. Based on escalation analysis, a sensor replacement was approved due to system performance. The sensor was returned for further investigation. In house testing of the returned sensor showed optical instability in all four channels. This optical instability was attributed to delamination of internal sensor components, confirmed via microscope. The user was offered a sensor replacement as part of resolution.